Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address reported event. The customer has opted not to fix the analyzer and will change to a new analyzer. Fse could not determine the cause of the reported event. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 04mar2022 through aware date 04apr2023. There were no similar complaints identified during the search period. The aia-360 operator's manual under section7-1: error messages states the following: (2015) bf probe purge failure description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department. The most probable cause of the reported event is not determined due to customer opting out for service; cause not established.

Event description:
A customer reported error message ¿2015 bf purge probe failure¿ on the aia-360 analyzer. Technical support specialist (tss) instructed the customer to perform a decontamination, but the error persists and the analyzer is not allowing the customer to perform the decontamination. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.